Event description:
As reported, approximately 8.5 years post the initial total knee arthroplasty, the patient was revised due to pain and discomfort. The patient was revised to competitor devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Additional information received via legal notification alleges the patient has suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to severe pain, significant scarring, swelling, effusion, inflammation, knee popping/clunking, osteolysis, knee giving away, difficulty walking, antalgic gate, device loosening, and other injuries presently undiagnosed, which all require ongoing medical care, and additional surgeries. Additionally, the patient has suffered from anxiety and emotional distress as a direct result of the injuries caused by the exactech device.

Manufacturer narrative:
D10: 02-010-01-0340 - logic femoral ps cem right sz 4: 2838014. 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t: 2808491. 200-02-35 - three peg patella 35mm: 2879763. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.